Event description:
It was reported to boston scientific corporation on july 10, 2007, that a common bile duct (cbd) stone extraction, using an rx needle knife xl sphincterotome, was performed on a 47 year- old male pt. According to the complainant, the device was being used at "endocut 50 watts" to cut the pt's sphincter when the cutting needle broke and "a puncture at the ampulla" occurred. The physician used an unk biopsy forcep to remove the detached cutting needle fragment. The procedure was completed with another rx needle knife device. No pt complications were reported.

Manufacturer narrative:
A visual examination of the returned device confirmed that the end of the needle was missing and did not extend beyond the device tip when the handle was actuated. The catheter tip and the tip of the remaining section of needle were discolored and melted, indicating that the needle overheated during use. Which ultimately led to melting and separation of distal end of the needle. See figures 1 through 3. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed two add'l complaints for the same lot number, from the same customer; one was reported for a similar issue. The june 2007 15-month needle knife sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and the data point did not exceed the complaint alert limit. Two most likely root causes for a needle tip being discolored and melted include: the positioning of the tome allowed current to flow from the wire to the scope, or improper power settings were used on the generator. However, both of these scenarios would be attributed to user-interface. (See scanned pages).